Event description:
The device was explanted due to supected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. Analysis found the device to exibit current drain due to an anomalous component within the rf module.